Event description:
Laparoscopic sigmoid resection. Ralc45 dlu was attached to pec200 and was fired successfully across the opening to close our proximal colon. Another ralc45 dlu was introduced and placed across the distal sigmoid colon and calibrated. Some unusual resistance was observed, so the dlu was opened to check for any obstructions. Visual inspection revealed nothing abnormal so the ralc45 was fired. Firing sounded normal, but when upon opening the device, it was noticed that the staples had not formed. Upon removal of the pec200 off of the ralc45, the anvil was twisted/bent which is the reason for the staples not forming correctly. Device did not cut either. Another device was used to complete the case. No patient injury.